Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the right atrial lead exhibiting intermittent capture and sensing. A chest x-ray confirmed that the atrial lead was dislodged. The patient was being monitored, and no further intervention was reported.

Event description:
Additional information received notes that the programming interventions were made during the in-clinic follow up.